Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The rv lead was explanted with a temporary lead being placed until the new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis deemed not required. If information is provided in the future, a supplemental report will be issued.